Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the pump history found no alarms related to the allegation. During testing, the rewind, load, and prime were performed without issues. The pump was exercised for 24 hours without issues.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was unable to prime. The reporter indicated that even after changing the infusion set tubing and cartridge, the pump would still not prime. The reporter confirmed no alarms or warnings occurring related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.